Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button became stuck. Additionally, it was reported that the pump would stop delivering insulin and state that the cartridge is "unable to deliver insulin". Reportedly, the customer suspected that the issue was not the cartridge, but the pump. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.